Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. The reported lot number was not verified by the system, so it was not considered.

Event description:
(B)(4) - the dentist reported that, 2 years and 5 months after the dental implant was installed in intraoral region #15, its loss of osseointegration was observed. The patient presented bone type IV.